Event description:
I then had to try to get it out with my fingers...was able to remove it- vagina [foreign body in reproductive tract] the longer one and normal one came detached from the tampon [device breakage] went to the toilet and pulled on the string..came detached from the tampon. I then had to try to get it out with my fingers [complication of device removal] I felt something kinda tickling- vagina [vulvovaginal discomfort] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via e-mail that the tampon became detached from the tampon. No serious injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place

Event description:
I then had to try to get it out with my fingers, was able to remove it- vagina [foreign body in reproductive tract], the longer one and normal one came detached from the tampon [device breakage] went to the toilet and pulled on the string. Came detached from the tampon. I then had to try to get it out with my fingers [complication of device removal], I felt something kinda tickling- vagina [vulvovaginal discomfort]. Case narrative: consumer reported via e-mail that the tampon became detached from the tampon. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.